Manufacturer narrative:
The investigation found the pusher returned damaged at the strain relief, and the implant was not attached to the pusher. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present within the pusher. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the implant and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the strain relief damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed.

Event description:
See h11.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the implant was prematurely detached. After the coil was removed from the holder as per the procedure, the implant was attempted to be positioned. However, the coil became unable to be re-sheathed. Since the coil could be advanced, the implant continued to be positioned. However, it was found that the implant had detached without using a v-grip. The implant was placed in the intended site by being pushed in with a pusher. The procedure was then successfully completed. There was no patient injury. The patient outcome was reported as "no health damage".